Event description:
It was reported that difficulty was experienced while attempting to catheterize an aneurysm. While advancing down over the arch of the aorta, the guide catheter doubled over on itself. The entire system was removed. Pt status is listed as "okay".